Event description:
It was reported that the patient experienced discomfort due to the ipg flipping in the pocket. Reportedly, the ipg was not sutured down in the pocket. As such, surgical intervention took place on (B)(6) 2023 wherein the ipg was repositioned and sutured in a new pocket to addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.